Event description:
Dexcom g7 constant and consistent inaccurate readings. I use this in conjunction with tandem insulin pump, so if the g7 cgm gives my pump bad numbers, it causes severe hypoglycemia, which I'm experiencing now.